Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included nausea, vomiting, blood pressure high, parity 2, uterine bleeding and d & c. Concurrent conditions included vaginal discharge, vaginal itching and uterine fibroid. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headache"), back pain ("back pain"), migraine ("migraines") and migraine with aura ("ophthalmic migraine"). The patient was treated with surgery (surgical removal of essure and full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, headache and back pain outcome was unknown and the genital haemorrhage, abdominal pain lower, migraine and migraine with aura had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, headache, menorrhagia, migraine, migraine with aura, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: coils seen on right: 5 left: 5. Procedure history: essure (82671 012) in 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of the essure implants with occluded fallopian tubes bilaterally. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headache, back pain, migraines, ophthalmic migraine, she did not undergo essure confirmation test", reporter added from pfs. Medical history, lab data added from medical record. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included nausea, vomiting, blood pressure high, parity 2, uterine bleeding and d & c. Concurrent conditions included vaginal discharge, vaginal itching and uterine fibroid. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headache"), back pain ("back pain"), migraine ("migraines"), migraine with aura ("ophthalmic migraine"), discomfort ("discomfort") and visual impairment ("vision issue"). The patient was treated with surgery (surgical removal of essure and full hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, headache, back pain and discomfort outcome was unknown and the genital haemorrhage, abdominal pain lower, migraine, migraine with aura and visual impairment had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, discomfort, genital haemorrhage, headache, menorrhagia, migraine, migraine with aura, pelvic pain, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: coils seen on right: 5 left: 5. Procedure history: essure (B)(4) in 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of the essure implants with occluded fallopian tubes bilaterally. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received. Events : discomfort, vision issue were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.